Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to bacteremia. The ipg system will be replaced at a future date. No patient complications have been reported as a result of this event.